Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gynecology - "during surgery the sleeve melted near the clip."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the insulation was damaged towards the distal end of the shaft. Engineering attempted to replicate the incident by applying direct heat to the device shaft at a temperature well above what would be seen during vessel sealing. No melting or other damage to the shaft was observed. It is possible that the insulation of the device was damaged when inserting and removing the device through the trocar. The root cause of the incident remains unknown as engineering was unable to replicate the incident. This document represents our final report.